Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06803, related manufacturer reference number: 2017865-2020-06806. It was reported that one year post-implant, the patient presented to the clinic with a pocket infection. The patient's pacemaker, atrial lead, and right ventricular lead were explanted. The patient was stable throughout. A new pacemaker system was implanted on (B)(6) 2020. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.